Event description:
It was reported that a "call your doctor" icon was displayed on a patient's programmer. There was also a power-on-reset (por) condition. It was noted that the patient just had a replacement surgery the day of the report and was seeing the por. Later that day it was reported that there a problem with the implantable neurostimulator (ins) was suspected. The ins had just been replaced that day and the patient was seeing a por condition on the programmer. The previous ins was replaced due to a "dead" battery. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-33 lot# v580647, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).